Event description:
Customer dosed 6 extra units of insulin based on a noon reading of 257 mg/dl. Customer passed out around 3pm; paramedics were called. While waiting on paramedics spouse checked customer's blood glucose=150mg/dl. Paramedics arrived 10 minutes later, customer's blood glucose on their meter=25mg/dl. A retest on the customer meter=188mg/dl. Paramedics treated customer with a glucose drip. A similar incident occurred when the customer was found unresponsive around 9pm. Paramedics tested customer's blood glucose=41mg/dl. 10 minutes later, customer was transported to hosp, a glucose drip was administered and they were released. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.